Event description:
During a pta/stenting treatment procedure, the sentinol biliary stent was observed to be stretched upon deployment. The stent was successfully deployed in the target lesion in the sfa. No pt injuries or complications were reported. The pt's status was reported as 'fine'.